Event description:
Reporter stated that customer reported that unit did not accurately record the volume delivered to the final container. Reportedly, the unit was programmed to deliver a total volume of 1275ml from 3 stations for amino acids. Dextrose and water. The volume delivered displays of the individual displays agreed with programmed values. However, the total volume delivered display read 0002ml instead of 1275. The unit was sent to product services for eval.